Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2010. During the procedure, the finger pad fell off. The procedure was completed. No adverse pt consequences were reported.

Manufacturer narrative:
(B)(4). Fingerpad comes off. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.